Event description:
The customer had intermittent issues with low initial results and then higher repeat results with qc material and patient samples. Only data for one patient sample could be provided. The initial thyrotropin (tsh) result was approximately 0.05 uiu/ml. The repeat results were 8.07 uiu/ml and 7.86 uiu/ml. The initial result was not reported outside the laboratory as it did correlate with the patient history. The tsh result of 7.86 uiu/ml was reported outside the laboratory. There was no adverse event. The tsh reagent lot number was 17860501 with an expiration date of 01/31/2015. The field service representative found there was an electronic failure, short sampling, and a false liquid level detection (lld) trigger. He found that the grounding wire for the pipettor carrier was defective and the wire was broken internally. He replaced the s/r probe, repaired the wire, cleaned and re-seated the cable assembly and verified all adjustments and alignments for sampling. He performed assay performance testing and verified results were within guidelines. The customer ran controls and verified results. The customer ran patients in all sample containers used.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.